Manufacturer narrative:
The pump was received with blank display due to broken solder joint of power connector. Unable to perform functional tests including displacement, rewind, basic occlusion, occlusion, prime, system sensor or excessive no delivery tests due to blank display. Unit had minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 280 mg/dl at the time of incident. Troubleshooting advised customer to remove the battery, clean the battery contacts but the display did not return, customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.